Manufacturer narrative:
Additional, changed, and/or corrected data. Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
A treatment provider reported a patient who was treated on (B)(6) 2020 to the upper and lower abdomen using the cooladvantage+, coolcore applicator. The patient first notice the areas decreased in size around two weeks post treatment. The patient then noticed a significant enlargement and firmness that started six weeks post treatment and has continued enlarging. The patient has lost weight since treatment.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
A treatment provider reported a patient who was treated on (B)(6)2020 to the upper and lower abdomen using the cooladvantage+, coolcore applicator. The patient first notice the areas decreased in size around two weeks post treatment. The patient then noticed a significant enlargement and firmness that started six weeks post treatment and has continued enlarging. The patient has lost weight since treatment.